Manufacturer narrative:
Concomitant product: product ID 97714, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. (B)(4).

Event description:
The consumer reported he has two implants. Therapy was not turned on because they could not get therapy to work after implant. He spoke with a device manufacturer's representative (rep) and the rep was supposed to meet him yesterday to program the device and he did not show up. The patient states he had an appointment on (B)(6) 2015 and would like to make sure the rep is present. The patient was to follow up with the health care provider (hcp). The rep stated the patient has one device placed cervical and one is placed thoracic. It was unknown which was placed where. The patient was having no issues with recharging the thoracic unit, but can only get 0-2 coupling bars with the cervical unit. Troubleshooting could not be done because the rep did not have access to the patient or the product. The rep had two rechargers and both get good coupling with thoracic device, but both get poor (0-8 bars) with the cervical device. The patient stated there was no swelling. Troubleshooting did not resolve the issue. The rep will meet the patient after thanksgiving to assess the situation. There were no medical symptoms reported. Medical history includes non-malignant pain. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative reported the patient was seen for a surgical consult for a suspected flipped implantable neurostimulator (ins). The battery flipped and the patient was scheduled for a revision for monday (B)(6) 2015.